Event description:
The customer observed error code 1118 (invalid test results, intercept too low) while running one patient sample using the axsym digoxin iii assay. The controls and other patients samples were within expectations. There was no impact to the patient's management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.